Event description:
Reporter indicated that the patient was experiencing a shocking sensation approximately every hour. The report began following an appointment in which the patient device was interrogated and diagnostics were run on the device. The patient's device was interrogated at a later date, and stated to be at four times her regular settings. Based on this information, it appears that a faulted system diagnostics test may have occurred as it is possible to have the patient set to 1.0ma of output current, and a 60 minute off time, which correlates to the report that she was feeling the shocking sensation once every hour. Attempts to have programming and diagnostics history downloaded and returned for analysis to confirm whether a faulted system diagnostic occurred, have been unsuccessful to date.